Event description:
It was reported that right ventricular (rv) lead threshold had risen over time. It was also reported that the right atrial (ra) lead impedance had a steady decline. Therefore, the rv and ra leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead, (B)(6) 1999. Concomitant product: addr01 implantable pacemaker, (B)(6) 2008.